Event description:
It was reported that the patient presented for a follow-up in clinic for a generator exchange procedure. It was noted that the implantable cardioverter defibrillator (ICD) lost pacing abilities for a few seconds during electrocautery. This was resolved by programming the ICD to a different pacing configuration. The ICD was then explanted and replaced. The patient was stable throughout the procedure.